Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the remote arm controller (rac) for failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted procedure, the customer had issues with error 1 on the system. The customer had restarted the system with no change. The customer opted to convert to another da vinci system. There was no patient harm. The field service engineer (fse) went on site to replace the remote arm controller (rac) to resolve the error 1 on the system.

Manufacturer narrative:
4310 - intuitive surgical inc. (Isi) received the remote arm controller (rac) and completed device evaluation. Failure analysis confirmed that the rac passed sine cycle and power cycle testing for one hour on the test system. The reported fault issue was confirmed but not replicated. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.